Event description:
The patient was revised to address knee pain.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported pain and instability. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.